Event description:
It was reported the customer has been having difficulties with air bubbles, with different reservoir from different lot numbers. Customer's blood glucose was 17.9mmol/l customer stated he puts the insulin in pocket for half an hour. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.